Manufacturer narrative:
B5: it was further described as "transfer set not able to be separated from solution bag after treatment". H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing which included leak, clear passage, and clamp function tests were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of the minicap transfer set was damaged; further described as "cannot be separated." This occurred after peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.